Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer reverted to manual injections for insulin therapy. The caller able to successfully load a cartridge and resume insulin therapy however the cartridge alarm recurred.there was no adverse impact to the customer¿s blood glucose level.